Manufacturer narrative:
The reported event of ¿had a kink in the lead and the doctor wasn¿t comfortable implanting the lead¿ was confirmed. Final analysis found that as received, a complete lead was returned in one piece. Visual inspection and x-ray examination found the lead body was kinked/compressed in multiple locations consistent with damage cause during the procedure. The cause of the reported event was consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the physician noticed the right ventricular lead was kinked and wasn't comfortable implanting it. The lead was not used and replaced. Patient was stable throughout the procedure.